Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right posterior descending artery and right posterior atrioventricular segment. A 2.00mm x 15mm emerge balloon catheter was advanced and initially inflated at 6 atmospheres. The physician then performed the second inflation at 8 atmospheres, however, the balloon ruptured. The device was removed intact and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge catheter with a carrier tube/hoop. There was contrast in the inflation lumen. The shaft adjacent to the guidewire exit notch was damaged. There were multiple kinks throughout the catheter. The inner shaft within the balloon was flat, which indicates that a guidewire was not in the lumen during deflation. Magnified inspection revealed a 15mm longitudinal tear in the balloon wall. Microscopic inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right posterior descending artery and right posterior atrioventricular segment. A 2.00mm x 15mm emerge¿ balloon catheter was advanced and initially inflated at 6 atmospheres. The physician then performed the second inflation at 8 atmospheres, however, the balloon ruptured. The device was removed intact and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.